Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high capture threshold was observed during the first two fixation attempts of the right ventricular device. The device was fixated at a third location and the electrical measurements were within the acceptable ranges. Following the procedure, an echocardiogram revealed a pericardial effusion that resulted in tamponade. Pericardiocentesis was performed in attempt to resolve the event, but the patient passed away. The device was deactivated and left in situ.

Event description:
Additional information received indicated the patient experience cardiac arrest as a result of the tamponade. Intubation and resuscitation were performed, but the patient passed away.